Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The customer was informed that they could continue using the pump and was instructed to report back if the malfunction code recurred, which was acknowledged and understood by the caller.